Manufacturer narrative:
.

Event description:
Procedure type: unknown. Patient gender: unknown. Original procedure either in 2007. According to the reporter: the patient was brought to a hospital complaining of abdominal pain. The patient was x-rayed and it was found that a white trocar spike was left in the abdominal cavity. Exploratory lap was performed on this patient and the spike was removed. A the time of the original procedure, there was no protocol in place for nurses/scrub to include the white trocar spike in their count.